Event description:
It was reported to the MFR that the vns pt's device showed high lead impedance during system diagnostic testing. Pt also experienced an increase in seizures, however, it is unk if the increase is above, below or back to pre-vns baseline. It is unk on what date the event was first observed and the device has been turned off. Pt is being sent to get x-ray taken. It is unk if pt manipulation or trauma at the device site occurred that could have contributed to the reported events. Also, it is unk if any causal or contributory medication or programming changes proceeded to the onset of the event. Good faith attempts to obtain additional info regarding reported event have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.